Manufacturer narrative:
S/w version 4.11e retainer ring= black case type =ngp. Customer return pump for alleged exposed to moisture and pump error 43 and critical pump error (open book image) and was found on 22 april 2023. Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self-test. Unit failed to pass the sleep current measurement due to high currents. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 43 occurred on 04/22/2023 19:36--19:43 in history files and traces. Pump error 63 variable (09) and pump error 4 occurred on 04/22/2023 13:59 in history files and traces. Unit was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins.. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube). Critical pump error is not confirmed. Pump error 63 is confirmed due to being found in history files and traces and due to hardware anomaly. Pump error 4 is confirmed due to being found in history files and is a consequence of pump error 63. Pump error 43 is confirmed due to being found in history files and traces and due to motor anomaly. Unexpected battery power loss is confirmed due to moisture damage on pcb 1 (j7 and j6 connectors). Exposed to moisture is confirmed at the electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 4 (the motor arm cannot communicate with the main arm), pump error 15 (the critical block and inverse critical block did not add to zero ), pump error 23 (post-reset ram crc alarm). The loss of communication between the pump and transmitter. Troubleshooting was performed and the customer cleared the alarms and the customer was able to complete the pump rewind. The customer performed a self-test and passed. No harm requiring medical intervention was reported. The customer will discontinue using the device. The pump will be returned for analysis.